Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, a placement signal not reliable alarm occurred. The pump positioning could no longer be monitored via the waveform, but the motor waveform and purge conditions remained normal. Support continued with the utilized pump and automated impella controller (aic) despite the noted issue.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Console logs from the reported day of event are consistent with complaint and show that 7 days after pump start, a ¿placement signal not reliable¿ (psnr) alarm (#1036, due to opm signal invalid) presented. The next day, the psnr condition momentarily self-resolved, which coincided with brief interruption of communication from optical bench, but soon the communication was restored, and psnr condition (and alarm) recurred. The alarm resolved after pump was unplugged 2 days later. Ltlog data indicates that during that time optical contrast had erroneous values between -3000 and +3000, and snr was close to 0. This pattern is consistent with loss of light on the optical bench detector, due to optical bench malfunction. Console ic5659 was returned to jp fs for investigation and repair. Its optical bench was replaced and the issue did not recur. Repair: replace optical bench assembly (0042-3015 or equivalent), and perform functional check of the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.